Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, after which pump no longer displayed error and customer successfully restarted sensor session.